Manufacturer narrative:
Device passed rewind test and displacement test. Device failed to vibrate during self test due to vibrator motor connector broken black wire.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer's blood glucose was 186 mg/dl at the time of the incident. The customer reported that the insulin pump was making a loud screeching noise. Troubleshooting was provided. The customer reported that the self test wasn't able to be run. The sound anomaly was not fixed. The insulin pump will be returned for analysis.